Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit would not switch to mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The ge healthcare field service representative performed a checkout of the system and confirmed the customer allegation. The bag to vent switch was replaced which resolved the issue.